Event description:
It was reported that the first clip came out "skewed". One leg longer than the other. Another device was opened to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.